Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unknown) using the device paddles, but the device failed to deliver the energy to the pt. The clinicians then obtained another device to defibrillate the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction, as the pt was past saving. The facility's biomedical engineering department were unable to duplicate the reported malfunction.